Event description:
It was reported that the catheter balloon broke and the tip came off in the patient. A second catheter was used to remove the broken tip and balloon of the first catheter, then this balloon broke also. No permanent patient injury reported.